Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that 1-day after implantation of an intraocular lens (iol) into the left eye (os), the patient presented with poor vision, tight incisions, 2+ folds endothelial precipitates, 3-4+ cell & fibrin and 1mm hypopyon. Based on the findings the surgeon concluded the cause as moderate toxic anterior segment syndrome (tass). Two days after the onset of symptoms, a culture was performed, but the sample was unusable. In surgeon's opinion tass was caused by the iol implant and reported no other correlation can be found. Patient outcome is good; the eye is healing, and visual acuity is improving. Medications used during original surgery: intracameral injection of moxifloxacin. The following medications were prescribed (for use at home post-operatively): pred/moxi/brom 1gtt both eyes qid until gone additional medications (B)(6) 2025: prednisolone acetate to be used os q1 hour oral steroid prednisone, dose pack.